Event description:
The reporter stated the surgeon inserted and removed an aq2010v silicone three piece lens due to the lens would not insert through the cartridge properly. There was no patient injury, no enlarged incision or sutures. The reporter stated the event was due to the lens not being loaded properly due to loading error. Another lens was not implanted.

Manufacturer narrative:
Results: visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. (B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide).(B)(4): lens not returned.